Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, opened prostim, followed mixing procedure. Attempted to inject/implant into patient 2:35 seconds after initial mixing. Product was too firm to inject through needle on kit. Removed needle to check syringe content @ 3:10-product fully hardened and set up in syringe. Resolved: ordered 2 kits, was able to use the 2nd kit. No delay. No patient impact, the defective kit was not implanted.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.